Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter without the tip and distal shaft. The device was bloody. Analysis of the collar, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation of the shaft located at the collar. Inspection found no other damage or defect with the device.

Event description:
Reportable based on device analysis completed on 23jul2020. It was reported that the device could not cross lesion. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure. However, device analysis revealed a complete separation of the shaft. It was further reported that the device was removed safely from the patient's body and that the blue distal shaft was noted missing when cath lab cleared away.